Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. No motor position encoder or motor error alarms were noted during testing. Unable to perform the occlusion, prime, or excessive no delivery alarm tests due to the compromised force sensor system alarm. The pump passed the self-test, unexpected restart, displacement and all operating currents measurement. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the display window, a broken reservoir tube lip and a missing black o-ring/seal from inside the reservoir tube.